Manufacturer narrative:
Evaluation summary: the everflex entrust was inspected and observed a 0.014" guidewire loaded within the catheter. The distal end of the catheter showed a curve, but no creases at the distal end. A kink was noted approximately 113cm from the distal tip. The blue isolation sheath was attached to the handle assembly as intended. It should be noted, the stent has not been deployed and is currently loaded the catheter. The rotating wheel on the handle assembly was attempted to be turned, but resistance was encountered immediately. It was discovered the inner assembly within the handle assembly was buckled and showed consecutive bends which exceeded 90 degrees.

Event description:
Physician intended to use an everflex self-expanding stent with entrust delivery system with for the treatment of a slightly calcified and tortuous plaque lesion in the proximal location in the right mid superficial femoral artery. Lesion exhibited 70% stenosis. Device IFU was followed. Device prepped without issue. A non-medtronic 7 fr sheath was used. The physician removed the lock-pin after crossing the lesion and right before deployment. It was reported that there was difficulty encountered in deploying the stent ¿ the stent would not deploy. The physician mentioned that it appeared that the tantalum marker dots got caught up on the stent shaft and would not deploy. The distal marker dots would not deploy/come out of shaft of stent. Physician tried a second everflex entrust stent, but the same thing happened again. A different model stent (evd35-06-100-120) was then used to complete the procedure without further issue. No patient injury was reported.